Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving intrathecal unknown baclofen and dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient had their pump implanted in 2021 and had a regular refill on (B)(6) 2025 and immediately afterwards had severe side effects that they have never had before. The patient ended up in the emergency room (ER) and the ER gave her narcan because they suspected that patient was overdosing on something. The ER believed that the pump refill was done inappropriately and that some of the dilaudid had leaked into patient's system. The patient was going in and out of consciousness, their heart rate was low, their respiration was low and their pupils were barely visible. The patient did not remember much. It was reported the ER tested and used narcan to test to see if it worked and it did and it made a huge difference. The patient mentioned they tested positive for opioids on a urine drug screen and they did not take opioids. The patient did not see their doctor for six days after that and insisted on another drug test because of the opioids being found in their system, which they found out when they got to the doctor. Six days later, the drugs were still found in the patient's system. The patient stated their urine drug screen showed hydrocodone was less than 20 mg/ml, along with hydromorphone, codeine, morphine, and oxycodone. It was noted the patient was about to have their 7th surgery and were concerned there were seven different drugs in their urine. The patient had not taken oral medications in years. The patient was concerned that this thing was still leaking. It was reported this experience changed them and they were horrified. The patient thought they were going to die and they did not want to go back to that previous doctor. The patient did not trust this doctor, nor did they trust the pump, and they wanted the pump taken out. The patient asked multiple medical and medication questions throughout the call. The patient made a comment regarding interns at healthcare provider's office performed the refill.